Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of anti-tachycardia pacing (atp) and shock delivery. It was suspected that this therapy was inappropriately delivered to treat a supraventricular tachycardia (svt) arrhythmia that was conducted into the ventricles. Boston scientific technical services was contacted and confirmed that the rhythm was most likely svt and programming options were provided. At this time, the crt-d remains implanted and in-service. No additional adverse patient effects were reported.